Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via a remote merlin at home transmission with post paced t-wave oversensing on the ventricular lead. The patient did not receive inappropriate therapy during the oversensing. Patient did not experience any symptoms and condition was stable.